Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia in the low 200 mg/dl range despite no carbohydrate intake, with a sensor glucose of 182 mg/dl, and subsequently performed a contact detach infusion set change using 23-inch tubing after which glucose values began to decline; no device alarms were reported and replacement supplies were shipped. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included telephone troubleshooting and user-performed infusion set replacement with monitoring of glucose trends. Investigation of this case revealed that the hyperglycemia resolved after site change, which is consistent with an infusion set or site performance issue, although the precise cause remained unclear with no visible site abnormalities and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.